Manufacturer narrative:
The reported field event of a system infection was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-28436. Related manufacturer reference number: 2017865-2021-28437. Related manufacturer reference number: 2017865-2021-28438. It was reported that the patient presented in clinic due to an infection. It was noted that there was redness and swelling around the pocket site. The entire implantable cardioverter defibrillator (ICD) system was explanted. The patient was stable throughout the procedure.